Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the type 1a endoleak. Additionally the clinical evaluation was able to confirm a type 2 endoleak as well. The most likely cause of the type 1a endoleak was related to the thrombus and significant calcifications in the proximal seal zone (cautionary product use). The proximal neck aortic diameter was 22mm but the flow lumen was significantly smaller at 16mm-13mm. While the implant was placed under emergent conditions with a pre-existing systemic infection and a (contained) ruptured aorta, there were no procedure-related issues, user related issues, or off-label product use conditions related to the event. There was no device related issue involving the type 2 endoleak, the cautionary product use condition, patent lumbar arteries, likely contributed to the type 2 endoleak. The final patient disposition was discharged home post operative day six in stable condition. There have been no additional adverse events reported for this patient. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017 the patient came in emergently with a ruptured abdominal aortic aneurysm. The physician repaired the rupture by implanting afx2 bifurcated stent. Four days post procedure ((B)(6) 2017) the patient complained of back pain and a computed tomography (CT) showed contrast filling the aneurysm sac. An angiogram was completed and showed a type 1a endoleak. The physician elected to implant a suprarenal aortic extension to seal the endoleak. The patient is reported to be in stable condition post procedure. There have been no additional adverse events reported for this patient.